Event description:
It was reported that the patient had been discussed previously regarding a possible need for splice or repair due to excessive taping. The healthcare professional had accounted for rescue tape, electrical tape, and possible scotch tape. Photos were attached, showing a few inches of driveline left that appeared undamaged. Log files were submitted for review and captured low flows on (B)(6) 2025 with no indication of driveline wire damage. The log also noted a single unsustained power/flow elevation on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4 - UDI - correction manufacturer's investigation conclusion: review of the submitted log file confirmed an elevation in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, review of the submitted photographs confirmed the reported driveline damage. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events from 22apr2025 through 30may2025. One notable, elevation in pump power and estimated flow was captured on (B)(6) 2025 with values recorded at 9.6 watts and 9.7 liter per minute (lpm), respectively. No other notable events were captured. The pump appeared to function as intended and operated at or above the low-speed limit (lsl) for the duration of the file. The submitted photographs captured the driveline covered with multiple layers of rescue tape/wrap. One of the photographs also captured some of the tape unraveling. Further review of the photographs did not reveal any exposed driveline wires. Multiple attempts for additional information were sent to the customer; however no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Section 1, ¿introduction¿, provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.